Event description:
It was reported that during a da vinci s thyroidectomy procedure, damages on the 5mm maryland dissector instrument were observed. The planned surgical procedure was completed with a replacement instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the reported complaint, engineering observed that the main tube has various damaged sections, some with material removed on one side of the tube. The damaged area is located roughly .200 inch, 1.5 inches, and 3 inches above the snake wrist. The tube insulation appears to have scratches and gouge marks. The location and appearance of the damage indicates that it was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.